Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after trimming the suture with the suture trimmer, the suture trimmer became stuck in subcutaneous tissue. The lever was held open and the gate of the trimmer was rotated counter-clockwise, which released the device. Hemostasis was achieved with the proglide suture. There were no reported adverse patient effects. Though requested, no additional information was provided.